Event description:
Reporter indicated that a vns pt may have a short circuit condition of the vns lead. The pt has not felt stimulation for the previous two months and has had increased seizures that are not worse than her pre-vns baseline level. Follow up with the reporter revealed the pt has had x-rays taken and has been referred to a surgeon. The pt has had no trauma and does not manipulate the vns. Further attempts for the plan of care are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death of serious injury.